Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer returned the defective pump to sorin group (B)(4) for investigation and repair. Visual inspection and functional testing of the returned device could not reproduce or confirm the reported issue. No deviations were noted during testing. A subsequent 36 hour test run at various speeds and configurations was also unable to reproduce the issue. The touch screen and processor board were replaced as a precaution and subsequent testing found no further issues. A technical safety inspection was performed and the pump was returned to the customer. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump failed during a procedure. There was no report of patient injury.